Event description:
A malfunction was reported by the customer regarding a pump. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in successfully resetting it. The malfunction code did not recur, and the customer was instructed to call back if the issue reappeared, which they acknowledged and understood.